Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarm. Additionally, the insulin gauge was inaccurate. No impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.